Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the clamps did not close completely. No harm to the patient.

Manufacturer narrative:
(B)(4). Batch # r58l66. The analysis results showed that the cs40g cartridge was received void of staples, with the washer uncut, with the drivers partially advance and with the knife recessed below the cartridge deck. In addition, the returned cartridge was noted to have ten staples stuck in the washer. No functional test was performed. It is possible that excess of pressure was placed on the distal end of the device not allowing the retaining pin to properly assemble becoming misaligned with the anvil causing the staples not to properly form and damaging the knife as the knife hit the anvil and not the washer. Please reference the instructions for use for additional information. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.